Event description:
The scd's [sequential compression device] caused indentations on bilateral lower extremities. Recurring issues reported by multiple staff regarding the poor quality of scd sleeves, concerning a safety concern for patients.